Event description:
The following was alleged by the pt: in 2004, the pt had implant of bard 3d max mesh on the left side of his pelvic area. He states he has been dealing with intermittent pain ever since, which is a stabbing sensation and has limited any strenuous activities for him. He states the pain is not constant and seems worse when he is active. The pt has had 3 CT scans and 2 colonoscopies with no significant findings; the colonoscopy revealed diverticulitis, but the md said this was not the cause of his pain. The pt's md believes this is nerve pain and referred the pt to the pain clinic. The pt had his last visit to the pain clinic (B)(6) months ago and states he "does not want to take pills all the time that do not help or get injections he can not afford". The pt stated that his md refuses to remove the mesh, as there is no specific device related cause to the pain and trying to explant the mesh would cause more harm than good.

Manufacturer narrative:
We have contacted the initial reporter to request additional info. The pt has indicated that medical records are in process of being gathered and will be provided when available. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported problem. The pt reports he has been experiencing pain since the time of implant in 2004 and the pain is greater during physical activities. The pt reports being seen by a physician which has indicated they will not remove the mesh. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. If additional info is provided a supplemental report will be submitted however with the currently available info, no conclusion can be drawn at this time.